Manufacturer narrative:
Retaining post top screw.

Event description:
It was reported by service report that the retaining post top screw was loose and the unit had a worn wheel. No patient involvement or adverse consequences are reported.